Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that while performing an interventional continuous computed tomography (cct) procedure, the displayed image did not update after pressing manual to scan. The customer stated that they must press manual to scan several times before the image will update or they have to click pause to get the image to update. A philips CT clinical applications specialist (cas) confirmed that this issue resulted in additional rescans since the image would not update. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The bug report provided to engineering by the customer confirmed that there was delay in receiving the images in the console (recon device); however, the cause of the issue can¿t be determined due to lack of raw data, offline mdu and online mdu. Attempts to reproduce the issue were made in house on v4.1.3 without success. Therefore, the issue cannot be further investigated due to insufficient information. The probable cause is a corrupt exam card. The following mitigations apply: ¿ when there is not enough free disk space for new CT raw data, then the system shall overwrite the oldest unprotected raw data to make space for new raw data. ¿ if there is less than 15 gigabytes of free disk space for new scan results, then the system shall disable scanning. ¿ if there is less than 19.5 gigabytes of free disk space for new results, then the system shall alert the user. ¿ while the system is connected to remote server, the system shall provide the ability to download software packages automatically during system 'idle mode'. ¿ when the system exits out of "idle mode", the 'automatic download' application shall be terminated in < 10 seconds (+ 3 seconds tolerance). ¿ the system data collector shall only execute during system "idle mode". Note : system idle and busy time is defined by console/host. ¿ for cct images, in 1 or 3 image display mode, the set of annotation in the image shall be: · center/feet/head · last shot · table position · series description · dose display · r/l a/p · view convention ¿ the system shall disable the idose4 capability on surview, locator, tracker, preview and cct fluoro. ¿ the system shall disable the imr capability on 2d axial, surview, locator, tracker, preview, uhr, cct single continuous and fluoro scan. ¿ while preparing for a scan, if the system detects a failure that affects data collection, then the system shall abort the scan sequence and not get into ready to scan state. ¿ the system shall present the status of the CT gantry, cirs, and syncright. ¿ while scanning, if the system detects a failure affecting data collection, then the system shall abort the scan sequence, de-energize radiation and stop motion as if the emergency stop was activated. The philips CT cas recommended the customer use the factory cards to rebuild the cct exam cards. This was completed by the customer and they are no longer experiencing the issue.

Event description:
The customer reported that while performing an interventional continuous CT (cct) procedure, the displayed image did not update after pressing manual to scan. The customer stated that they must press manual to scan several times before the image will update or they have to click pause to get the image to update. A philips CT clinical applications specialist confirmed that this issue resulted in additional rescans since the image would not update.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).